Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. After a device software download, normal function resumed. No patient symptoms were reported.